Event description:
Related manufacturer reference number: 3006705815-2022-01321, 3006705815-2022-01322, 1627487-2022-01442, and 1627487-2022-01443. It was reported the patient system was explanted due to a gram-positive cocci infection. Location of the infection is unknown as well as how the infection was treated.

Manufacturer narrative:
Date of event is estimated. A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
The reported issue of infection was not confirmed. This issue cannot be confirmed with product analysis. The ipg was returned with a depleted battery. After it was recovered, uep showed it went into the service application on the day of explant. Using the universal engineering programmer (uep) inductive tool, attempts to place the ipg in the therapy application state were unsuccessful as the device had a cyclic redundancy check (crc) failure. No further testing could be performed as a result of the crc condition. A depleted battery can occur when the device enters the service applicate state due to the increased current draw while in the service application state. There were no reported issues concerning the device battery prior to explant. Production records pertinent to sterility/package were reviewed for the returned product and no nonconformances were found. The root cause of the infection could not be determined.